Event description:
It was reported that the patient received 215 inappropriate shocks for atrial fibrillation (af) which depleted the device battery tp 2.22v. A bi-ventricular defibrillator upgrade was performed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant product: 4076-52 lead, (B)(6) 2008. (B)(4).